Event description:
The system 5 dual trigger rotary handpiece was sent for service and during failure analysis it was noted that the leafkey housing is chipping. There was no patient involvement and no adverse consequences associated with the device.